Event description:
It was reported that the user was initially unable to attach the connector to the ilet and, after instruction to align the flat edge and shark fin at approximately the 9 o¿clock position and fully seat the connector, was able to successfully complete the connection. Customer care provided remote troubleshooting and user education. Investigation of this case revealed user difficulty with connector alignment that resolved with correct orientation and insertion, indicating use-related error rather than device malfunction. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the attachment issue without alarms or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use.